Event description:
Hematology/oncology department reported a chemo leak. They have had problems with the maxplus connector becoming unscrewed from the baxter IV tubing (two separate lots) and thus leaking chemo therapy. Customer has been using the product for approx two years with no previous issues. There was no pt or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). Customer noted the issue seems to be related to the IV tubing they were using. They have swapped out the tubing with a completely different product and are now re-using the maxplus. Customer is monitoring the use of this new tubing. Unk which tubing they switched to. An investigation will not be performed. Reporter indicated that the device was discarded and is not available for eval.